Manufacturer narrative:
Visual evaluation of the complaint device found no issue with the catheter shaft. The balloon was inspected and no issues were noted. The balloon was inflated and deflated to be functionally tested using the syringe enclosed and no defects were noted. The balloon deflates with out any issues. The balloon was inflated and deflated several times and each time the balloon deflated without any issues. The reported defect of balloon deflation difficulty was not confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an extractor pro xl balloon was used during a procedure for removal of the stone in the common bile duct (cbd) performed on (B)(6) 2012. According to the complaint, during the procedure, the physician attempted to deflate the balloon at the target site after inflation; however it would not deflate. The syringe was replaced and the balloon was able to be deflated. The procedure was able to be completed with this extractor balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an extractor pro xl balloon was used during a procedure for removal of the stone in the common bile duct (cbd) performed on (B)(6) 2012. According to the complaint, during the procedure, the physician attempted to deflate the balloon at the target site after inflation; however it would not deflate. The syringe was replaced and the balloon was able to be deflated. The procedure was able to be completed with this extractor balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) balloon deflation difficulty. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.